Manufacturer narrative:
E1 reporting address line 1: (B)(6). Reporting address state: (B)(6) . Reporting address postal: (B)(6) . Reporting institution phone number: (B)(6). Reporter phone number: (B)(6) .

Event description:
Philips received a complaint from the customer reporting a sensor error upon start up on the v60 ventilator. The device was not in clinical use. There was no report of harm. A philips authorized service provider (asp) evaluated the device and confirmed a low leak co2 (carbon dioxide) rebreathing risk error. The asp determined the flow sensor required replacement. The asp replaced the flow sensor. The device was operational and returned to service after the repair were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.